Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to patient injury. Device issue: difficult to remove/shaft separation. It was reported that the distal shaft of the catheter separated during a procedure to treat a lesion in a bifurcated area. They first pre-dilated with the voyager and then advanced a balloon catheter from another company down the circumflex and then reused the voyager advancing it down the left anterior descending (lad) for use in a kissing balloon technique; however, when the voyager was being advanced down, the physician felt resistance and when he pulled the voyager back, it got caught on the other balloon catheter and separated. Both parts of the catheter were retrieved outside of the patient without further incident. One part of the balloon catheter was found in the guiding catheter. No patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - quality assurance analysis revealed that the balloon catheter was returned with blood in the inflation lumen and contras in the balloon. The balloon was loosely folded. The shaft had separated 10.2 cm distal to the mid lap joint. The fracture faces were jagged and stretched. The separated portion was severely stretched. The overall length of the distal shaft was 28.2 cm. There were sporadic kinks throughout the entire length of the separated and stretched shaft. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product noted contrast in the loosely folded balloon, which is consistent with the reported information that the product was inflated. Factors that can contribute to difficulty to position and difficulty to remove a dilatation catheter and cause resistance between the devices may include, but not limited, product placement technique, guiding catheter support, outer diameter of the dilatation catheter, inner diameter of the guide catheter, condition of the guide catheter, interaction of multiple products within the guide catheter, or damage to the distal shaft. Other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide catheter to become angled and make it difficult to position the dilatation catheter within the catheter. The design of low profile devices has resulted in minimal clearance between the products. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. To ensure that this is not related to a manufacturing deficiency, all products are inspected for damage on the manufacturing line. Reportedly, another dilatation catheter was in the guide catheter; it is likely that interaction with these devices and the voyager dilatation catheter contributed to the reported difficulty to position and difficulty to remove. Analysis noted blood in the inflation lumen, which is consistent with a shaft separation occurring in the body. The shaft was returned separated 10.2 cm distal to the mid lap joint with jagged and stretched fracture faces. The separated portion was severely stretched. This damage suggests that the separation may be related to tensile overload (material stress/fatigue). Factors that can contribute to separations may include, but are not limited to, manufacturing, materials, removal technique during unpacking, handling prior to and during the procedure, patient anatomy, procedural technique, or interactions between accessory devices. Reportedly, the voyager dilatation catheter became stuck on the nc stormer catheter during removal and separated. It is likely that interaction with the additional catheter used during the procedure contributed to resistance within the guide catheter, such that force was applied, the shaft of the voyager catheter separated. Analysis also noted sporadic kinks throughout the entire length of the separated and stretched shaft. There was no mention of this damage in the incident report and likely occurred as a result of the procedural attempt to cross the lesion or from handling of the product during packaging/shipment back to abbott vascular for evaluation. In this case, the reported difficulty to position, shaft separation and difficulty to remove appear to be related to the operation context of the procedure. A review of the finished product lot history record did not reveal any nonconforming material for this lot. This MDR is considered closed by the product performance group.